Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing various olympus connecting tubes, the clips broke off. There was no patient involvement during these events. This report is 11 of 14. Please see the following patient identifiers for the related events: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The DHR was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely, the cause is related to external stress via the user by applying force in incorrect direction. The suggested event is detectable by handling, the device in accordance with the following section of the instructions, for use: 9.: preparation and inspection: 1) visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris or other irregularities. 2) move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.